Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had a helix defect. It was noted that the lead was placed in a branch of the coronary sinus and the helix fixation was performed by rotating the body. However, due to poor threshold measurements and frequent phrenic nerve stimulation, the fixation was released by rotating the body to change the placement position. It was noted that the coronary sinus was quite narrow, and it was difficult to place the lead. Attempts were made to pull it back and reposition it, but the lead could not be pulled or removed from the original location. It was found that the lead tip had become fixed. The attending physician suggested that it might be entangled in the vessel. A strong traction while rotating the lead body was applied and it was removed. Upon inspecting the extracted lead, the helix was found to be fully extended. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the lv lead could not capture even at elevated thresholds.